Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system red 72 reperfusion catheter (red72) and a non-penumbra guide sheath. During the procedure, the physician completed one pass using the red72. Subsequently, while retracting the red72, the physician noticed under fluoroscopy that the distal end of the red72 fractured inside the patient. Therefore, the physician used a snare device to remove the remaining piece of the red72. It was reported that the physician encountered resistance while advancing and retracting the red72. The procedure was completed using a red62 and a benchmark bmx96 access system. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.